Manufacturer narrative:
Reference: CAPA-20-00141.

Manufacturer narrative:
Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. There are technique and anatomical related factors that may contribute to the development of pvl. Incorrect sizing has been shown to contribute to pvl. Anatomical factors may create difficult seating of the bioprosthetic valve resulting in pvl. Annular calcification is also a risk factor of peri-operative pvl as the bioprosthesis may not seat properly after debridement. In this case, the patient had previously undergone aortic root enlargement with avr. At the time of redo-avr, additional debridement and redo-aortic root enlargement was performed. The subsequent valve implanted was also one size smaller. The root cause of this event cannot be conclusively determined; however, it has been determined that this event was likely due to patient and/or procedural related factors. There has been no indication or allegation of a product malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported via the edwards implant patient registry that a 11500a 21mm inspiris resilia aortic valve, implanted for three (3) days, was explanted due to perivalvular leak (pvl). This patient had recently undergone avr with the subject device and aortic root enlargement. There was no pvl noted at this time. However, postoperative echo showed significant pvl. For this reason, she was brought back to the or for redo-avr. First, the pericardial patch and cor-knots and their pledgets from the previous surgery were removed. Everything was re-examined and once the surgeon was comfortable that there was no further debridement needed, a 11500a 19mm inspiris resilia valve was implanted. Pledgets were put on the ventricular side for the circumference. Another pericardial patch was placed for the aortic root enlargement using a manouguian technique. There was no pvl noted a the end of the procedure. Mean gradient was 4mmhg. Peak gradient was 8mmhg. The patient was taken to the ICU intubated in critical condition. She was noted to have postoperative atrial fibrillation controlled with amiodarone. She was also placed on iabp which was resolved on pod #3. She also had acute respiratory failure with hypoxia on pod #6. The patient was noted to be doing well and was discharged home in stable condition on pod #14.